Event description:
According to the reporter: during a veterinarian procedure, the suture broke. The patient returned six days post-operatively and was re-sutured. During the second case, the patient returned because suture broke six hours after implanted. There was a dehiscence to the patient as a result of this event. Patient status is alive with no injury.